Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported unexpected elevated blood glucose levels and alleges incorrect insulin delivery. Patient reported blood glucose levels between 15-20 mmol/l. Patient reported that after pump was replaced, her glycemias stabilized immediately down to 9 mmol/l. Product was replaced and requested return of the alleged pump for evaluation.